Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 600 mg/dl. The customer states he tries to put infusion set the cannula bends. The needle is not the right length for the cannula and not going in. All of his infusions sets in that box have been doing that. The call disconnected while troubleshooting. The insulin pump will not be returned for analysis.